Manufacturer narrative:
The event date has been approximated to (B)(6) 2016, as mentioned in the event that three months after implantation when the mesh erosion/exposure was confirmed during check-up. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior vaginal wall mesh procedure performed on (B)(6) 2015. According to the complainant, three months after the procedure, mesh erosion was observed during examination. Reportedly, an outpatient excision of exposed mesh was performed.